Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
It was reported that the patient was experiencing pain and a burning sensation at the ipg site. Surgical intervention may take place at a later date to explant the patient's ipg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up info identified the patient underwent explant of the drg system which addressed the issue.